Manufacturer narrative:
The field service representative inspected the alinity I processing module, serial number (B)(6) and replaced multiple parts; however, a definitive part was not identified as the issue. The service history for the alinity I processing module returned no additional complaint tickets for false elevated patient results. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the current issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity I b12 results on a patient. The results provided were: on (B)(6) 2026, sid (B)(6), initial= 303.8 pmol/l /repeated on (B)(6)= 184.9 pmol/l. Laboratory reference range for b12=5 days to 1 year: 192 to 1163 pmol/l; 2 to 8 years: 209 to 1190 pmol/l; 9 to 13 years: 186 to 830 pmol/l; 14 to 16 years: 180 to 655 pmol/l; 17 to 18 years: 150 to 999 pmol/l; 19 years older: 153 to 655 pmol/l . There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I b12 results on a patient. The results provided were: on (B)(6) 2026, sid (B)(6) initial= 303.8 pmol/l /repeated on (B)(6) = 184.9 pmol/l laboratory reference range for b12=5 days to 1 year: 192 to 1163 pmol/l; 2 to 8 years: 209 to 1190 pmol/l; 9 to 13 years: 186 to 830 pmol/l; 14 to 16 years: 180 to 655 pmol/l; 17 to 18 years: 150 to 999 pmol/l; 19 years older: 153 to 655 pmol/l there was no reported impact to patient management.